Event description:
In 2005 about an hour into surgery, the doctor put the device (ds3.0) down on the pt. The pt was covered with surgical drapes and the doctor had set the device down several times so the drape was wet. After 10 to 15 seconds the doctor noticed that the rf output was kept on by the audible sound of the generator so the doctor picked it up. The surgery was completely finished without further problem. When the nurse removed the drape she noticed a burn on the pt. They were using a valley force fx at 90 watts on coag mode. The surgery was a liver resection.